Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that lv lead threshold was reported as high during clinic visits dated from (B)(6) 2015 to patients last check before the change out was performed. The lead remains implanted. The patient is stable.